Event description:
It was reported that the product was "defective". Co was unable to obtain additional info. Investigative analysis revealed the tip ball was separated. This MDR is being filed based on co's investigation findings.